Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent hysteroscopic removal of essure coils due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, dysfunctional uterine bleeding, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysfunctional uterine bleeding, menstrual disorder and pelvic pain to be related to essure (ess205). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent hysteroscopic removal of essure coils due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, dysfunctional uterine bleeding, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysfunctional uterine bleeding, menstrual disorder and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure in the endometrium and imbedding in the myometrium'), menorrhagia ('abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1, molar pregnancy, dysfunctional uterine bleeding, mitral valve prolapse, atrial fibrillation, asthma, migraine, pneumonia, tonsillectomy, adenoidectomy, cholecystectomy, multiple allergies, sulfonamide allergy, burning micturition and urgency urination. Concurrent conditions included vaginal discharge, abdominal pain and menses irregular. Concomitant products included ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) from (B)(6) 2007, nsaids and salbutamol (albuterol hfa). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month after insertion of essure (ess205). On (B)(6) 2007, the patient experienced device expulsion ("migration of essure device-location of device: left coil in uterus"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (laparoscopic bilateral tubal ligation, pomeroy method. Hysteroscopic removal of foreign body, d&c and ablation). At the time of the report, the embedded device, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, device expulsion, pelvic pain, menstrual disorder, dysfunctional uterine bleeding, depression, anxiety, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: ultrasound showed a displaced essure with the right essure in the right place and the left essure in the endometrium and imbedding in the myometrium. The plaintiff experience other pregnancy episode with essure in 2017 which is captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: there was a metallic coil at the leftward side of the uterus which extends laterally and may be partially within the left fallopian tube. No free fluid in the pelvis. Unremarkable appendix there was positive vascular flow to the ovaries bilaterally. There were bilateral follicular cysts. There are mildly prominent pelvic vessels. These may be venous. Correlate for possibility of pelvic congestion syndrom. Pathology test - on (B)(6) 2007: right and left fallopian tubes, bilateral tubal ligation segments of fallopian tube (2) with full cross sectional lumina identified c) endometrium, scrapings: mixed weakly secretory and proliferative pattern; no hyperplasia or malignancy present. Ultrasound pelvis - on (B)(6) 2008: there was a trace of fluid along the endometrial canal. Findings were nonspecific. The remainder of endometrial stripe does not appear thickened. Otherwise negative pelvic ultrasound as described; on (B)(6) 2017: rounded hypoechoic area within the endometrium could represent a gestational sac.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia,there is a coil within the uterus.(left side),vaginal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs and mr received. Reporters information updated. Event: abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage),device ineffective, miscarriage , depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),plaintiff did not undergo essure confirmation test., pain (pelvic pain). Event: migration were updated to migration /migration of essure device location of device: left coil in uterus. Event "left essure in the endometrium and imbedding in the myometrium" was added from medical record. Concomitant drug , lab data, medical history were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure in the endometrium and imbedding in the myometrium'), menorrhagia ('abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2017, multigravida, parity 1, molar pregnancy, dysfunctional uterine bleeding, mitral valve prolapse, atrial fibrillation, asthma, migraine, pneumonia, tonsillectomy, adenoidectomy, cholecystectomy, multiple allergies, sulfonamide allergy, burning micturition and urgency urination. Concurrent conditions included vaginal discharge, abdominal pain and menses irregular. Concomitant products included ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) from 19-jan-2007 to 19-apr-2007, nsaids and salbutamol (albuterol hfa). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure (ess205). On (B)(6) 2007, the patient experienced device expulsion ("migration of essure device-location of device: left coil in uterus"). In october 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic bilateral tubal ligation, pomeroy method. Hysteroscopic removal of foreign body, d&c and ablation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the embedded device, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, dysfunctional uterine bleeding, menstrual disorder, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: ultrasound showed a displaced essure with the right essure in the right place and the left essure in the endometrium and imbedding in the myometrium. The plaintiff had other pregnancy episode with essure in 2017 which is captured under case 2019-145559. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: there was a metallic coil at the leftward side of the uterus which extends laterally and may be partially within the left fallopian tube. No free fluid in the pelvis. Unremarkable appendix. There was positive vascular flow to the ovaries bilaterally. There were bilateral follicular cysts. There are mildly prominent pelvic vessels. These may be venous. Correlate for possibility of pelvic congestion syndrome.. Pathology test - on (B)(6) 2007: right and left fallopian tubes, bilateral tubal ligation segments of fallopian tube (2) with full cross sectional lumina identified c) endometrium, scrapings: mixed weakly secretory and proliferative pattern; no hyperplasia or malignancy present.. Ultrasound pelvis - on (B)(6) 2008: there was a trace of fluid along the endometrial canal. Findings were nonspecific. The remainder of endometrial stripe does not appear thickened. Otherwise negative pelvic ultrasound as described; on (B)(6) 2017: rounded hypoechoic area within the endometrium could represent a gestational sac. Follow up sonographically and with beta hcgs to exclude pregnancy. If the patient is not pregnant and had a completely negative beta hcg, follow up is recommended to document resolution of the fluid.; on (B)(6) 2017: rounded hypoechoic area within the endometrium could represent a gestational sac.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, there is a coil within the uterus(left side),vaginal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure in the endometrium and imbedding in the myometrium'), menorrhagia ('abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage),birth - no complication'), abortion spontaneous ('miscarriage') and genital haemorrhage ('gen. Abnormal. Bleeding') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included pregnancy with contraceptive device in 2017, multigravida, parity 1, molar pregnancy, dysfunctional uterine bleeding, mitral valve prolapse, atrial fibrillation, asthma, migraine, pneumonia, tonsillectomy, adenoidectomy, cholecystectomy, multiple allergies, sulfonamide allergy, burning micturition and urgency urination. Concurrent conditions included vaginal discharge, abdominal pain and menses irregular. Concomitant products included ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) from (B)(6) 2007 to (B)(6) 2007, nsaids and salbutamol (albuterol hfa). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish,psych injury"), 1 month after insertion of essure (ess205). On (B)(6) 2007, the patient experienced device expulsion ("migration of essure device-location of device: left coil in uterus"). In october 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral tubal ligation, pomeroy method. Hysteroscopic removal of foreign body, d&c,pr and ablation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, device expulsion, dysmenorrhoea, dyspareunia, vaginal haemorrhage, dysfunctional uterine bleeding, menstrual disorder, depression and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: ultrasound showed a displaced essure with the right essure in the right place and the left essure in the endometrium and imbedding in the myometrium. The plaintiff had other pregnancy episode with essure in 2017 which is captured under case (B)(4). Plaintiff received treatment for pain, bleeding and migration were added. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: there was a metallic coil at the leftward side of the uterus which extends laterally and may be partially within the left fallopian tube. No free fluid in the pelvis. Unremarkable appendix. There was positive vascular flow to the ovaries bilaterally. There were bilateral follicular cysts. There are mildly prominent pelvic vessels. These may be venous. Correlate for possibility of pelvic congestion syndrome.. Pathology test - on (B)(6) 2007: right and left fallopian tubes, bilateral tubal ligation segments of fallopian tube (2) with full cross sectional lumina identified c) endometrium, scrapings: mixed weakly secretory and proliferative pattern; no hyperplasia or malignancy present.. Ultrasound pelvis - on (B)(6) 2008: there was a trace of fluid along the endometrial canal. Findings were nonspecific. The remainder of endometrial stripe does not appear thickened. Otherwise negative pelvic ultrasound as described; on (B)(6) 2017: rounded hypoechoic area within the endometrium could represent a gestational sac. Follow up sonographically and with beta hcgs to exclude pregnancy. If the patient is not pregnant and had a completely negative beta hcg, follow up is recommended to document resolution of the fluid.; on (B)(6) 2017: rounded hypoechoic area within the endometrium could represent a gestational sac.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, there is a coil within the uterus(left side),vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet document received and event abdominal, gen. Abnormal. Bleeding and event outcome were added no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure in the endometrium and imbedding in the myometrium') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included pregnancy with contraceptive device in 2017, multigravida, parity 1, molar pregnancy, dysfunctional uterine bleeding, mitral valve prolapse, atrial fibrillation, asthma, migraine, pneumonia, tonsillectomy, adenoidectomy, cholecystectomy, multiple allergies, sulfonamide allergy, burning micturition and urgency urination. Concurrent conditions included vaginal discharge, abdominal pain and menses irregular. Concomitant products included ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) from (B)(6) 2007 to (B)(6) 2007, nsaids and salbutamol (albuterol hfa). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish,psych injury"), 1 month after insertion of essure (ess205). On (B)(6) 2007, the patient experienced device expulsion ("migration of essure device-location of device: left coil in uterus/ right coil in uterus"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),birth - no complication") and experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral tubal ligation, pomeroy method. Hysteroscopic removal of foreign body, d&c,pr and ablation, dilatation and curettage). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, device expulsion, dysmenorrhoea, dyspareunia, vaginal haemorrhage, dysfunctional uterine bleeding, menstrual disorder, depression, anxiety and vaginal discharge outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: ultrasound showed a displaced essure with the right essure in the right place and the left essure in the endometrium and imbedding in the myometrium. The plaintiff had other pregnancy episode with essure in 2017 which is captured under case (B)(4). Plaintiff received treatment for pain, bleeding and migration were added. Only left essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: there was a metallic coil at the leftward side of the uterus which extends laterally and may be partially within the left fallopian tube. No free fluid in the pelvis. Unremarkable appendix. There was positive vascular flow to the ovaries bilaterally. There were bilateral follicular cysts. There are mildly prominent pelvic vessels. These may be venous. Correlate for possibility of pelvic congestion syndrome.. Pathology test - on (B)(6) 2007: right and left fallopian tubes, bilateral tubal ligation segments of fallopian tube (2) with full cross sectional lumina identified c) endometrium, scrapings: mixed weakly secretory and proliferative pattern; no hyperplasia or malignancy present.. Ultrasound pelvis - on (B)(6) 2008: there was a trace of fluid along the endometrial canal. Findings were nonspecific. The remainder of endometrial stripe does not appear thickened. Otherwise negative pelvic ultrasound as described; on (B)(6) 2017: rounded hypoechoic area within the endometrium could represent a gestational sac. Follow up sonographically and with beta hcgs to exclude pregnancy. If the patient is not pregnant and had a completely negative beta hcg, follow up is recommended to document resolution of the fluid.; on (B)(6) 2017: rounded hypoechoic area within the endometrium could represent a gestational sac.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, there is a coil within the uterus(left side),vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : event "vaginal discharge" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.